Manufacturer narrative:
Patient has been unable to gain full extension following implantation of total knee replacement. Surgical intervention is planned to relieve flexion contracture. Poly insert will be proactively replaced during planned intervention.

Event description:
Patient has been unable to gain full extension following implantation of total knee replacement. Surgical intervention is planned.